Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a needle-suture piece of product code y426h was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks and the suture present body fluids, and the end was observed cut possibly from a surgical instrument. The product code y426h contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: what tissue was being approximated or sutured when it broke? This suture broke while suturing a sub cuticular closure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while suturing. It broke mid strand, mid suture line. Not at the sewages part. Case another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.